Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application displayed the transmitter not found message. No additional event or patient information is available. It should be noted that the indications section of the dexcom g5 mobile user's guide states: the dexcom g5 mobile cgm system is a single patient use device (meaning you can't share the components with others) for people 2 years or older with diabetes.